Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-41, lot # va12s3r, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead.

Event description:
Health-care professional (hcp) reported that the patient was no longer getting efficacy and that there was pain associated with the device. The physician wasn't sure where the pain was located. The devices were removed. Issue was resolved at the time of report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.